Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Date of event is estimated.

Event description:
It was reported the patient didn't set their ipg into surgery mode prior to undergoing an unrelated surgical procedure. As a result, their ipg was deemed inoperable due to it no longer being able to communicate with their programmer device since the unrelated surgical procedure. Multiple troubleshooting attempts to restore their ipg were unsuccessful. As a result, the patient's ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.